Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the adapter was defective and separated from the bd venflon pro¿ catheter when the white cap was removed. The following information was provided by the initial reporter, translated from (B)(6) to english: "the device was used for venous access before a contrast medium injection for retinal angiography. When the white cap was removed, the luer-lock fitting also came off."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/12/2020 h.6. Investigation: one actual sample was received by our quality team for evaluation. The actual used sample was subjected to visual inspection, end cap dim 6.9, end cap cone, flow control plug dim b, and flow control plug dim c measurements. Based on the inspection results, it was observed that the end cap cone was larger than expected. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the larger diameter could have caused an issue to the user during disassembly of the end cap from the flow control plug and resulted in the flow control plug being removed together with the end cap. A project, CAPA# (B)(4), has been started to further identify the reason for the larger diameter.

Event description:
It was reported that the adapter was defective and separated from the bd venflon pro¿ catheter when the white cap was removed. The following information was provided by the initial reporter, translated from italian to english: "the device was used for venous access before a contrast medium injection for retinal angiography. When the white cap was removed, the luer-lock fitting also came off."